Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was high when they were in the hospital for unrelated surgery. The customer also reported getting no delivery alarm due to bent cannulas causing high blood glucose. Customer's blood glucose at time of incident was 250 mg/dl and their current blood glucose was 118 mg/dl. The customer experienced symptoms such as sweating and nausea. The customer treated the high blood glucose in hospital with manual injection. The customer was hospitalized on (B)(6) 2017 with a blood glucose of over 250 mg/dl. The customer was wearing the pump at time of hospitalization. The sensor was removed at the hospital. The customer declined to troubleshoot for high blood glucose. The sensor will not be returned for analysis.